Manufacturer narrative:
B4:19aug2021. Additional information regarding patient/user involvement has been requested. The field service engineer (fse) confirmed the reported failure. The fse replaced the flow sensor assembly to resolve the issue. The unit was tested and it was returned to service. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Manufacturer narrative:
The gas delivery subsystem (gds) which contains the flow sensor assembly was returned to failure investigation for evaluation. Visual inspection revealed no anomalies. The customer complaint cannot be verified. The returned gds passed all testing. No fault was found. Upon further review of the complaint record, it was found that the issue occurred outside of patient use and is not likely to cause death or serious injury. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
The device was not in use on a patient. No patient or user harm was reported.

Manufacturer narrative:
(B)(6) 2021. Patient code (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
The customer reported the device will not hold in standby mode. The patient or user involvement information is unknown but has been requested. There was no patient or user harm reported.